Event description:
It was reported via repair work order that the power cord ground pin was damaged and auxiliary power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord ground pin was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the auxiliary power cord ground pin was missing,